Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited high out of range (oor) pacing impedance measurements. As a result a lead safety switch (lss) to unipolar occurred. After checking the lead parameters in unipolar, which were stable and in range, the physician decided to maintain the unipolar lead configuration. A possible lead fracture was suspected, however, no damage was found in the x-ray. At this time, the system remains implanted. No additional adverse patient effects were reported.